Event description:
This patient experienced acute coronary syndrome that was attributed to a thombosis of the cypher stent that had been placed 6 months earlier to treat the in-stent restenosis of a bare metal stent. The patient was treated with integrilin, heparin and aspirin upon admit. The following day the patient underwent balloon angioplasty with a filter wire. The patient is reported to be in good condition. Patient was known to have been compliant with plavix until 2 months prior to event.